Event description:
It was reported that this recently implanted electrode was not placed in an optimal position in the patient and had dislodged. Additional surgical intervention was performed and the electrode was repositioned and remains in service. No additional adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.